Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose), and other unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's pump "flips forward" in the body. The pump stated that every pump has done this. It was reviewed that the pump/implant site issues may contribute to intermittent telemetry issues and the patient was advised to discuss with their healthcare provider.  Omitted information pertaining to the patient's previous pump issues in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.